Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the oxygen (o2) sensor to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator's oxygen (o2) sensor was found to be cracked. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.